Event description:
No harm to patient. Rn informed this np that the IV tubing was disconnected from the IV. This was discovered when the patient reported to the pacu rn that he felt a wetness near his shorts. The pacu rn then observed blood on the bedding. This occurred a short time (5 minutes) after arriving to the pacu, after report. There was a significant amount of blood on the patient's shorts, sheet, gown and blanket. Upon talking to the resident on the case, the resident reports she has noted two other occurrences where the IV tubing has disconnected from the IV. This leads to a concern that there may be a defect in the catheter extension (loop) connector that is used with ivs.